Event description:
It was reported that before an unknown procedure, it was noted that the primary packaging was damaged. The plastic paper looked melted in the middle of the area. There was a hole where the tyvek was melted. The state of the box was fine. The other units of the box had no defect. The stocking conditions were correct. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.